Manufacturer narrative:
(B)(4). Method - lens work order search. Results - visual inspection of the returned product found the lens torn lengthwise. The optic and plates haptics are torn. Both sides of the optic and haptics were checked for rough, sharp edges. Edges were found to be acceptable. Lens returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. The lens was removed due to an opened capsule. A different lens model was implanted. No further information available.

Manufacturer narrative:
Evaluation results: device history review - after reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence found to be related to the manufacturing process of the lens as a root cause of this complaint. Therefore it is determined that the root cause of the open capsule is unk. Conclusions: (no conclusion can be drawn) - based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Medical review: od: reportedly intraoperative lens (collamer single-piece) removal/exchange was performed to address posterior capsular damage ("opened capsule"). Another lens of a different model was implanted successfully. No information if vitrectomy was performed. No reported postoperative sequelae. It is very likely that posterior capsular damage had occurred during the phacoemulsification (before lens insertion) but was not identified until the surgeon tried to place the iol. Per dfu warnings:" this iol should not be implanted if the posterior capsule is ruptured or if a primary capsulotomy is to be performed." It is very likely that user error (surgeon`s technique) could have caused/contributed to the event. Conclusions: based on the complaint history, work order search, device history review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined.